Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the emboshield nav6 embolic protection device was advanced into the patient anatomy during a procedure to treat the left vertebral artery. An attempt was made to deploy the filter in the vertebral artery; however, the filter did not open as expected. The delivery catheter was removed without difficulty. The decision was made to leave the un-expanded emboshield filter where it was and continue the procedure. At the end of the procedure, the retrieval catheter was advanced and the un-expanded filter was retrieved; however, upon removal, it was noted that approximately 20 mm of the delivery catheter had separated in the patient anatomy, and the un-expanded filter remained in the separated segment of the delivery catheter. No portion of the emboshield nav6 delivery catheter or filter remained in the patient anatomy. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported deployment issue and pod separation was confirmed. The investigation determined that the reported difficulties occurred due to case circumstances. The emboshield nav 6 instruction for use states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.